Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was performed using an 18-millimeter (mm) non-medtronic (true) balloon. A non-medtronic double curved (lunderquist) wire was used during the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutfx-26, serial/lot #: (B)(6), ubd: 17-sep-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient had a heavily calcified bicuspid valve. While crossing the arch in the ascending aorta, due to the angulation of the root, the catheter was difficult to advance to the annulus. Upon initial deployment, the depth was too shallow so the valve was recaptured. The second deployment was also too shallow and was recaptured. While recapturing, the delivery catheter system (dcs) capsule buckled and the valve was not able to be recaptured. The device was pulled to the descending aorta with the valve at approximately 60% deployment. A snare was inserted in the right radial artery and placed around the capsule to help straighten it out for removal out of the body. The valve and dcs were removed from the body. Angiogram of the lower extremities showed no problems, but echocardiogram showed a ¿mobile flap¿ or possible dissection in the aortic root. The case was aborted and the patient was sent to the cardiothoracic intensive care unit (cticu). No additional adverse patient effects were reported.

Manufacturer narrative:
Image review: two media files were provided for review. The patient¿s executive summary was not provided for anatomical review. A fluoroscopic valve load inspection for the first valve was not provided thus it is not possible to confirm a successful load. It was reported that two recaptures were performed. Prior to the second recapture, the capsule appeared to be intact. The image was not high quality to determine whether the paddles were still attached. During the recapture, the capsule buckled significantly and one of the paddles was visibly detached from the paddle attachment. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: d9 - device available for evaluation and return date h3 - device evaluated h6 - device, method, result and conclusion codes product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with a valve partially recaptured within the capsule. There was a buckle to the proximal end of the capsule, with the nitinol frame being exposed at several points. There was a slight bend to the capsule due to the buckle. There were bends to the stability shaft. The handle appeared intact. The device was returned with the end cap/screw gear snap fit connected. On retraction of the capsule via the rotation of the deployment knob, the valve deployed with resistance noted and with slightly bend struts. There was a large piece of calcified material found within the midsection of the valve following deployment. The deployment knob appeared to retract and advance the capsule with resistance noted. The trigger moved to fully advanced and retracted positions with resistance noted and locked in place when released. The tip-retrieval mechanism appeared intact with resistance noted when tested. There was a slight bend to the distal end of the inner member shaft. There was damage observed on the threading of the screw gear. The ability of the dcs to recapture a valve could not be tested due to the damage to the capsule. Upon receipt at medtronic¿s quality laboratory, the valve was returned to the galway return product analysis lab loaded inside the delivery system. During the retraction of the capsule, a large piece of calcified material found within the midsection of the valve following deployment. The valve was then forwarded to the santa ana return product analysis valve for review. As received, all leaflets appeared crowded and in a partially closed position with a gap between the free margins. All leaflets were stiff, dehydrated, with signs of creases and frame imprints. Remnants of coagulated bloody tissue was noted on the tops of all commissures. A tear was found on a leaflet of the superior coaptive junction below commissure 1-2. Commissure 2-3 appeared intact. Clusters of calcification nodules were noted at the superior coaptive junction below commissure 3-1. The observed calcification aligns with the calcified material found in the galway rpa lab following valve deployment. The frame was received in a crimped state. The valve was submerged in a body-temp (approximate 37 celsius) saline bath. The valve frame maintained a compressed condition, possibly associated with the valve remaining crimped for an extended period of time. No bends or distortion were found on the frame. Tissue on the valve skirt appeared dehydrated with visible frame imprints. The reported event for capsule bent/bowed could be confirmed in the analysis. The reported event for positioning difficulties could not be confirmed in the analysis. The reported event for unable to recapture could be confirmed in the analysis due to the damage sustained to the valve. The reported event for difficult to advance could not be confirmed in the analysis. The reported event for intimal dissection could not be confirmed in the analysis. Conclusion: the investigation has not been completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.